Event description:
It was reported that in a follow-up of dressing changes, the non-absorption of the exudate was observed, causing damage to the adjacent skin such as maceration, hyperemia and dermatitis. It was noticed that the exudate slipped down to the sides, releasing the adhesive from the edge. With the impression of an impermeability of silicone which did not allow the correct absorption proposed for the dressing.

Manufacturer narrative:
As of today, no product return for this complaint has become available so the investigation has focused on a review of the batch manufacturing records and been passed to a medical specialist for comment. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. One of the tests involved is a free swell absorbency test and it can be confirmed that this was within specification for batch 201644 at the time of release. The medical review summarised the following. There has been no supporting patient clinical documentation provided for review, which may identify any possible comorbid conditions, current medications and/or past surgical history. Therefore, it cannot be concluded that the dressing had a negative influence on the wound healing. There is no report of the patient's current condition. No further clinical assessment is warranted at this time.